Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the trunk cable connector was stuck and unable to be dislodged from the monitor's receptacle. The root cause for the stuck connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt connector was stuck in the patient's monitor. Reporting out of abundance of caution as the belt was unable to complete incoming functionality testing.